Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate ventricular tachycardia (vt) therapy for atrial fibrillation (af). The patient's medication was adjusted, and the device remains in use. No further patient complications have been reported as a result of this event.